Event description:
The initial attorney report alleged pain and injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2004: laparoscopic repair of epigastric hernia with implant of composix kugel mesh. It was also noted that a nevus from anterior abdominal wall was excised.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with rae 200804. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the add'l info received. Medical records only provided product identifiers for the implant of a composix kugel mesh, there are no operative notes, history and physical, discharge notes, or post-operative office notes. No further info is available at this time. No sample has been returned therefore, no eval can be performed. A mfg review of device history records was performed and the device was manufactured to spec. With the currently available info, no firm conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.